Event description:
This incident info was provided by med device co of the med device that was used in the same procedure where asahi guidewire was used. Reportedly, subject guidewire was used to treat the 90% stenosed left internal carotid artery of the pt presenting processing stroke. During the balloon dilation treatment and deployment of a wingspan stent, subarachnoid hemorrhage was observed. Reportedly no treatment was specifically performed. Pt recovered and was discharged from the hosp 41 days later.

Manufacturer narrative:
The incident info was provided by med device co of the med device that was used in the same procedure where asahi guidewire was used, and reportedly the physician commented that vessel perforation might have occurred during the guidewire manipulation. The guidewire was not returned to MFR for analysis. Lot history review revealed no anomaly that can be considered to be relating with the reported event. All the products are inspected meeting the product specifications and shipping criteria, based on the obtained info there is no indication of a product deficiency.